Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that one (1) patient underwent a knee arthroplasty revision to address stiffness and range of motion. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). Madanipour, s., howard, l. C., masri, b. A., greidanus, n. V., garbuz, d. S., neufeld, m. E. (2024) outcomes of liner exchange versus component revision for the treatment of stiffness following primary total knee arthroplasty. The journal of arthroplasty 40(4)1014-1020 https://doi.org/10.1016/j.arth.2024.10.014. B3 - event date - date of publication d10 - concomitant devices - unknown persona articular surface catalog #: ni lot #: ni, unknown persona tibial component catalog #: ni lot #: ni, e1 - contact - journal article correspondence author, g2 - report source - foreign - event occurred in canada, h6 - component code - proposed code is mechanical (g04) - femur. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.